Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that needle did not retract and stayed inside her abdomen. The customer also stated that the needle did come out in one piece. The customer also stated that there does not appear to be a problem with the serter as she was inserted a sensor since then and there was no problem. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found insertion needle bent inside the needle hub. Unable to confirm customer received sensor in said condition due to customer returned opened and used.